Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, when removing the loop catheter, the loop catheter got caught at the pulmonary vein (pv) entrance. When attempting to retract it into the sheath, resistance was felt. With slight additional force, the loop catheter was successfully drawn into the sheath. Upon inspection outside the body, it was observed that the loop catheter array was inverted. The loop catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012666004 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. During external visual inspection of the array, electrode 1 was observed to be displaced, an inverted array was observed, and a knotted array was observed. The printed circuit board assembly (pcba) was reprogrammed and the catheter passed performance testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on the wire of electrode 1. During further inspection of the array, an electrode wire to electrode detachment was observed. In conclusion, the reported array inversion was confirmed during analysis. The catheter failed the returned product inspection due to an inverted and knotted array, electrode displacement from the array, and electrode wire to electrode detachment on the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.